Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of infection is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. Adverse events may be associated with any reported device malfunction, potential use error or case involving a no-fault type patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
(B)(6). It was reported that on (B)(6) 2026, suture placement in the right common femoral artery was done with two perclose prostyles using the pre-close technique via a 14f sheath hole prior to the transcatheter aortic valve implantation (tavi) procedure. The tavi procedure was completed, and hemostasis was successfully achieved with the prostyle devices. The patient was discharged home with support on (B)(6) 2026. On (B)(6) 2026, the patient reported that her topical skin adhesive came off and noticed some sero-sanguinous drainage, redness, and odor on the right side. This is possibly related to the tavi access site. The patient was treated with nystatin powder and doxycycline hyclate tablets. No additional information was provided.